Manufacturer narrative:
Repair history at this facility was reviewed. No repairs to any chairs for anything related to foot trays were found.

Event description:
On 3/26/19 phone call from facility to get written permission to remove foot trays from their chairs, due to several near falls (over the time they have had their chairs) where nurses had to catch patients. The patients think they are standing on the ground, but are standing on the foot tray, when they take a step the stumble or fall. At the time of this phone call, the facility was made aware of the optional yellow foot tray with caution label stating: stow when not in use. Use with staff assistance only. Nurse at the facility provided details of the incident. Patient finished treatment, stood up on foot tray and was waving to someone out the window. She took a step and fell to the floor, fracturing her trochanter head (which the nurse noted was the top of the femur that connects into the hip joint). This required surgery. The nurse also noted that since then the patient has passed, due to the disease process, not the fall.